Event description:
The customer reported his blood glucose reached over 400 mg/dl less than 24 hours after the pod was activated. Upon deactivation he noticed the cannula was bent and it was never inserted correctly into the infusion site.

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptances criteria.